Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. No returned to manufacturer.

Event description:
Patient complained of pain in right hip. Revision performed and acetabular cup revised. Tritanium multi hole cup and liner and head were replaced.

Manufacturer narrative:
Reported event: an event regarding a pain and revision surgery involving a trident shell. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical information was provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient information was provided. Further information such as return of device, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient complained of pain in right hip. Revision performed and acetabular cup revised. Tritanium multi hole cup and liner and head were replaced.